Manufacturer narrative:
Product analysis summary: there was a kink on the hypotube 57.3cm proximal to the distal tip. The stent was not positioned on the balloon between the marker bands as per specifications. Deformation was visible to the 1st and 2nd distal stent wraps with struts raised. No deformation was evident to the distal tip. The 0.015-inch mandrel could not load through the guidewire lumen due to hardened blood in the guidewire lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a non-tortuous and moderately calcified lesion located in the left anterior descending artery, exhibiting 85% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. It was reported that the stent failed to cross the lesion due to use of the device in difficult lesion morphology. Procedure was completed using a non-medtronic stent. Patient status post-procedure is alive with no injury. Device analysis identified stent deformation

Manufacturer narrative:
There was a kink on the hypotube 57.3cm proximal to the distal tip. The stent was not positioned on the balloon between the marker bands as per specifications. Cine image review: a lesion is visible in the lad as reported by the account. The remaining set of images focuses on treating an occluded rca and no images were provided showing the treatment of the lesion in the lad. A contrast image shows a cto in the mid-distal rca. A dilation balloon is delivered to the lesion and inflated. A contrast image shows the rca. Patency to the rca has been partially restored as a pathway of contrast can be seen from the proximal to distal rca. An unidentified stent is delivered to the lesion and deployed. A contrast image shows improved flow in the rca following placement of the stent. A final angiogram of the distal branches of the rca show some vessel disease as shown by the narrowing of the contrast pathways through the vessel. There were no images showing the reported positioning difficulties or the reported resistance when advancing the device. If information is provided in the future, a supplemental report will be issued.